Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was non-verifiable. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. It is confirmed that there are only two blades in the returned package. Based on the attached certs on record at biomet and the provided certs from the supplier, millstone received, packaged and sealed an equal and correct amount of each blade. Per attached deviation found at the end of each cert, all packages needed relabeled with updated manufacture and sterile expiration dates. Review of complaint history found no additional related issues for this item. Condition is addressed in the I/o risk table. Product was manufactured within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that sales rep unwrapped cellophane and went to take three oxford blades out of the packaging. There were only two blades in the packaging. A different pack of three blades was opened and used to complete the procedure without delay.